Event description:
The consumer was getting out of bed around 2:00 am when the rivet on the left hand side leg that connects the crossbar allegedly broke, causing the consumer to fall and break her wrist.

Manufacturer narrative:
Manufacturer received information from a consumer who went to get out of bed at 2:am, and alleges they were injured when their walker allegedly broke resulting in a broken wrist. Past history with similar incidents suggests that user instability and sudden / improper device loading is the most likely cause of this incident. Malfunction has not been established. MDR filed based on alleged unconfirmed injury.